Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the pressure loss occurred when the co2 was connected due to a damaged k-connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when connecting the co2 gas supply to the back of the machine. The leakage from the subject device could be heard and felt. Although, the connectors at back of the machine were tightened, the device still kept leaking. The issue occurred, during set up. Inspection for use. There were no reports of patient harm.